Event description:
It was reported that the user often forgets to perform meal announcements and sometimes announces during the meal, which affected glucose levels; education was provided on meal announcement guidelines and treating hypoglycemia with 10 grams of fast-acting carbohydrates for routine lows and 15 grams for urgent lows, and the user obtained fast-acting candy for treatment. Symptoms included insufficiently characterized clinical effects. Outcomes included insufficiently characterized health impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem identified, and an incorrect procedure or method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.